Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Atrioventricular nodal reentry tachycardia was interpreted as ventricular tachycardia by the device and inappropriate therapy was delivered. The device was explanted and replaced and the patient was stable.